Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11 corrected fields: d1, d4 (version/model#, catalog#, UDI#) a getinge field service engineer (fse) autofill failure alarm and a safety disk due alarm on a cardiosave. The balloon type is unknown. Fse suggested gary switch over the console to a new one which they were already in the process of doing. Fse told gary he would call back shortly to gather complaint information. Fse replaced expired safety disk and batteries as a part of pm. Gfe attempts were performed to obtain additional information and fse confirmed that no parts are replaced. Complete pm with full calibration. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.

Event description:
N/a

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure and a safety disk due alarm. There was no patient harm reported. The patient was switched out to another unit.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.